Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. During the procedure, the distal threaded tip of the shell inserter fractured. An alternate instrument was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device confirmed the complaint that the inserter threaded tip had fractured. Issue has been addressed in hhed 000104 g7 straight monoblock shell inserter threads fracturing trend final with signatures.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "correct handling of instruments is extremely important. Do not modify instruments." Under precautions states, "intraoperative fracture or breaking of instruments has been reported for general instruments." "Surgical instruments are subject to wear with normal usage." "Instruments that have experienced extensive use or excessive force are susceptible to fracture." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.